Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that this pacemaker was unable to be interrogated, and the device was found to be in safety mode. The patient reported feeling dizziness. Intermittent pacing inhibition was noted which led to bradycardia. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned and is pending analysis.

Event description:
It was reported that this pacemaker was unable to be interrogated, and the device was found to be in safety mode. The patient reported feeling dizziness. Intermittent pacing inhibition was noted which led to bradycardia. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned and is pending analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.